Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, after the lens was implanted, the haptic was noted to be faulty. The iol was removed during the initial procedure and the patient was left aphakic due to a replacement lens with the same diopter not available. Additional information has been requested.